Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information cannot be anticipated for this report. The manufacturer internal reference number is: (B)(4).

Event description:
A health authority personnel reported that a suture which was used to close the incision of a trabeculectomy and radical iridectomy procedure ruptured one-day post operatively. The patient reported foreign body sensation, eye pain, emotional excitement and psychological tension. The incision site was successfully re-sutured. Additional information is not available for this report.